Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the stent was successfully placed; however, the target site was then checked under x-ray and a radiopaque (ro) marker was noted. The site was then checked using an endoscope and it was noted that the tip of the inner guide catheter with the ro marker had detached and remained within the stent inside the patient. The fragment was removed using forceps. The stent remained in the correct location and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a flexima bilary stent was used during a stent placement procedure in the bile duct performed on (B)(6), 2012. According to the complainant, during the procedure, the stent was successfully placed; however, the target site was then checked under x-ray and a radiopaque (ro) marker was noted. The site was then checked using an endoscope and it was noted that the tip of the inner guide catheter with the ro marker had detached and remained within the stent inside the patient. The fragment was removed using forceps. The stent remained in the correct location and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent component was not returned. Visual evaluation of the device revealed the guide catheter to be kinked and detached from the pull wire. The end of the guide catheter that connects to the pull wire was found torn. The radiopaque (ro) marker was found intact on the distal end of the guide catheter. The guide catheter was measured and found to be within specification. The pull wire was noted to be kinked, however no damage was noted to the welded cannula. No damage was noted to the push catheter. It is likely that due to anatomical or procedural factors encountered during the procedure, excessive force was used during deployment leading to the noted damages. Therefore the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed, and from the information available the device was used in accordance with the labeling; no anomalies were noted.